Event description:
It was reported that the customer's insulin pump alarmed and insulin squirted out. Advised the caller that the device would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that it was unable to perform the prime test as a result of a cracked end cap. Further testing could not be performed due to the cracked end cap. The device was received with loose drive support disk, scratched lcd window, cracked case display window corner, reservoir tube, lip and window, and missing end cap sticker.